Event description:
The patient's mother contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, the sensor was removed and the sensor wire remained in her son's skin. The mother reported that she removed the sensor wire from her son's skin. No medical intervention was required. At the time of the call to dexcom technical support, the patient's mother reported her son was in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.